Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with faint diffuse lamellar keratitis from 12 to 1 o`clock in the right eye one day following lasik treatment. The surgeon recommended a topical corticosteroid every hour. Additional information received, the symptoms resolved three days following onset. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.